Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (late onset).

Event description:
Patient reported "pain, major health issues, inflammation, sounded like you were rattling a chip bag, couldn't hold my head up, trimmers, [and] hemiplegia" against left device. The device has been explanted.

Manufacturer narrative:
Fi results: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with abbvie¿s procedures. Primary packaging inspection was successfully completed. One additional complaint was noted for devices sterilized under sterilization run 8-dh6072. However, it is unlikely that the events related to the reported infection are associated to the sterilization methods utilized. The terminal sterilization cycle used by abbvie¿s was developed and validated to achieve a high level of sterility assurance. The sterilization cycle has been validated to assure that the chance of a non-sterile device is less than one in a million. During the trend review of all infection complaints for the period of jun 2020 through may 2022, no adverse trend were noted (prs# (B)(4)) in jun 2020, mar 2021, oct 2021 and dec 2021). Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.

Event description:
Patient reported "pain, major health issues, inflammation, sounded like you were rattling a chip bag, couldn't hold my head up, trimmers, [and] hemiplegia" against right device. The device has been explanted.